Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port of the pump was damaged as the customer experienced difficulty charging the pump battery. Reportedly, the "prong" inside the usb port was bent. The customer's blood glucose level was 126 mg/dl. The customer reverted to an alternate method of insulin therapy.